Manufacturer narrative:
The device was returned to olympus for inspection a root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: instructions for use states the detection method in operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign material on nozzle. There were no reports of patient involvement.